Manufacturer narrative:
This report is associated with argus (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Burning sensation on palate [burning oral sensation]. Sticky saliva [saliva viscid]. Increase of white sputum [sputum discolored]. Increase of sputum/increase of white sputum [sputum increased]. Angioedema. Appetite decrease. Dysgeusia. Case description: this case was reported by a consumer via call center representative and described the occurrence of burning oral sensation in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for product used for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced burning oral sensation, saliva viscid and sputum increased. On an unknown date, the outcome of the burning oral sensation, saliva viscid and sputum increased were unknown. It was unknown if the reporter considered the burning oral sensation, saliva viscid and sputum increased to be related to polident denture adhesive cream. Additional details, a male consumer of unknown age had consistently used polident denture adhesive cream, and recently he developed slight burning sensation on his palate, sticky saliva, and increase of sputum. Action taken was unknown. Follow up information was received on 26-may-2017: this case was reported by a consumer via call center representative and described the occurrence of burning oral sensation in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced burning oral sensation, saliva viscid, sputum discolored, sputum increased, angioedema (serious criteria gsk medically significant), decreased appetite and dysgeusia. On an unknown date, the outcome of the burning oral sensation and saliva viscid were not reported and the outcome of the sputum discolored, sputum increased, angioedema, decreased appetite and dysgeusia were not recovered/not resolved. The reporter considered the burning oral sensation, saliva viscid, sputum discolored, angioedema, decreased appetite and dysgeusia to be probably related to polident denture adhesive cream. It was unknown if the reporter considered the sputum increased to be related to polident denture adhesive cream. Additional information: he had used the product for half and a month in order to fix his denture, and he discontinued using the product. Additionally, he developed angioedema, decrease of appetite and dysgeusia. In case of angioedema, it was 3 times more aggravated especially at night. His sputum was white and it was spread on inner mouth. For those symptoms he has visited as outpatients since 7 week ago. He was prescribed 6-7 unspecified medicines, but there was no improvement on his symptoms. He didn't mention about the product. He thought there would be somewhat causality (verbatim).

Manufacturer narrative:
This report is associated with (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Angioedema [angioedema], burning sensation on palate [burning oral sensation], sticky saliva [saliva viscid], increase of white sputum [sputum discolored], increase of sputum/increase of white sputum [sputum increased], appetite decrease [decreased appetite], dysgeusia [dysgeusia], mouth ulcer [mouth ulcer], scab on lower lip [scab], sputum filled his mouth and came out continuously with bad smell [breath odor]. Case description: this case was reported by a consumer via call center representative and described the occurrence of burning oral sensation in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for product used for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced burning oral sensation, saliva viscid and sputum increased. On an unknown date, the outcome of the burning oral sensation, saliva viscid and sputum increased were unknown. It was unknown if the reporter considered the burning oral sensation, saliva viscid and sputum increased to be related to polident denture adhesive cream. Additional details, a male consumer of unknown age had consistently used polident denture adhesive cream, and recently he developed slight burning sensation on his palate, sticky saliva, and increase of sputum. Action taken was unknown. Follow up information was received on 26-may-2017: this case was reported by a consumer via call center representative and described the occurrence of burning oral sensation in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced burning oral sensation, saliva viscid, sputum discolored, sputum increased, angioedema (serious criteria gsk medically significant), decreased appetite and dysgeusia. On an unknown date, the outcome of the burning oral sensation and saliva viscid were not reported and the outcome of the sputum discolored, sputum increased, angioedema, decreased appetite and dysgeusia were not recovered/not resolved. The reporter considered the burning oral sensation, saliva viscid, sputum discolored, angioedema, decreased appetite and dysgeusia to be probably related to polident denture adhesive cream. It was unknown if the reporter considered the sputum increased to be related to polident denture adhesive cream. Additional information: he had used the product for half and a month in order to fix his denture, and he discontinued using the product. Additionally, he developed angioedema, decrease of appetite and dysgeusia. In case of angioedema, it was 3 times more aggravated especially at night. His sputum was white and it was spread on inner mouth. For those symptoms he has visited as outpatients since 7 week ago. He was prescribed 6-7 unspecified medicines, but there was no improvement on his symptoms. He didn't mention about the product. He thought there would be somewhat causality (verbatim). Follow up information received 26 may 2017: concurrent medical conditions included asthma (he concurrently has asthma, so lots of sputum come out when he cough up.). Polident denture adhesive was withdrawn on an unknown date. Follow-up information received on 19 june 2017: this case was reported by a consumer via call center representative and described the occurrence of angioedema in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. Concurrent medical conditions included asthma (he concurrently has asthma, so lots of sputum come out when he cough up.). On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced angioedema (serious criteria gsk medically significant), burning oral sensation, saliva viscid, sputum discolored, sputum increased, decreased appetite, dysgeusia, mouth ulcer, scab and breath odor. The patient was treated with medication unknown, medication unknown (unspecified medication) and medication unknown, medication unknown (unspecified medication). On an unknown date, the outcome of the angioedema, burning oral sensation, saliva viscid, sputum discolored, sputum increased, decreased appetite, dysgeusia, mouth ulcer and scab were not recovered/not resolved and the outcome of the breath odor was unknown. The reporter considered the angioedema, burning oral sensation, saliva viscid, sputum discolored, sputum increased, decreased appetite, dysgeusia, mouth ulcer and scab to be probably related to polident denture adhesive cream. It was unknown if the reporter considered the breath odor to be related to polident denture adhesive cream. Additional information: because of aes, he has visited the hospital as outpatients for 2 months(not hospitalization), but the aes were not improved. Angioedema, mouth ulcer, and sticky sputum were developed. Especially, sputum filled his mouth and came out continuously with bad smell. He added that scabs on his lower lips appeared and it was not recovered even though he applied unspecified cutaneous medicine which had recovered same symptom after 2-3 days of application. He said that those all symptoms could be side effects of the product(verbatim). He requested mi consultation for substances of the product in order to take blood test from the hospital.